Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The same day as event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotic (ongoing) for the event. The patient was discharged from the hospital after treatment. Two days after the completion of antibiotic treatment was discontinued the peritonitis reoccurred. Antibiotic treatment was restarted, and the peritonitis recurred seven days after completion of antibiotic treatment. At the time of this report, the patient has not recovered from the event. Fifty days after the event onset, pd therapy was discontinued, and the patient was shifted to hemodialysis after hospitalization. No additional information could be provided as the reporter declined follow-up.